Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. A surgical procedure was performed in which the cuff was explanted, the urethra was remeasured, and a new smaller cuff was implanted. There were no further patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100753693. Model/catalog description: balloon fgs, 61-70 cmh2o. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100688959. Model/catalog description: control pump fgs, iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported incontinence is a known risk associated with this device type and indicated as such in the instructions for use.